Event description:
Pt admitted with intractable nausea & vomiting. History: end stage renal disease with chronic dialysis; diabetic retinopathy and neuropathy. Penile prosthesis implanted 5/3/94. Prior to admission, pt bumped prosthesis, noted some swelling. Admitted, placed on antibiotics and evaluated daily for signs of infection. Pt had chills, blood cultures done x 2 on two different days with negative results. On 6/3/94 pus noted from incision on penis. Scheduled for surgery to remove implant 6/3. Pt returned to unit after surgery, was stable, alert and oriented. Cardiac arrest with unsuccessful resuscitation at 0450 6/4/94. Pt was on vancomycin IV, garamycin IV. Garamycin switched to rocephin IV. Dialysis on 5/27, 5/30, 6/1 and 6/3.